Event description:
It was reported, the pt had recently experienced shocks while going through antitheft detectors. Previously, the pt had been to the same stores (walmart is one example) and had no problems. The pt has cervical lead placement. The patient's device was set at 0.8 volts. The magnet switch was turned off. Therapy impedence measurements were 944 ohms (normal). Auto impedences were not possible to obtain, because it was too uncomfortable for the pt. Additional info has been requested but was not available on the date of this report.